Event description:
It was reported that the patient with this pulse generator was found unresponsive in his car. The paramedics found the patient's rhythm was asystolic. During chest compressions and external shocks, the device had inappropriate shocks due to oversensing. The local representative is checking the patient's system. Technical services reviewed and discussed the electrograms with the representative. There were no additional adverse patient effects. The system remains implanted.